Event description:
It was reported that a malfunction alarm occurred, identified by code malf 12. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided information to reset the pump, assisted in the reset process, and instructed the customer to continue using the pump while advising them to contact support if the malfunction recurred. There was no recurrence of the malfunction after resetting the pump.